Manufacturer narrative:
The device was received for evaluation. During visual inspection, the reported condition of plunger loose and sags was noted and found the plunger driver assembly requires replacement. The reported condition was verified. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Additionally, the device underwent a full calibration and release testing to ensure proper functionality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿the plunger is loose and sags¿ on a novum iq syringe pump during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.